Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER after receiving multiple inappropriate hv therapies due to oversensed ventricular noise. Low-level noise was observed in clinic. Llead measurements appeared stable and in-range. Lead was explanted and replaced and the patient was stable post-procedure.